Event description:
The customer reported the oxygen water trap bowl broke in half on the rear of the ventilator while it was in use on a patient. The customer reported the ventilator alarmed and there was no patient harm. The manufacturer's service technician verified the customer reported event and replaced the water trap assembly to complete the repair. During use, the oxygen source is entering the ventilator via the oxygen water trap assembly. If the oxygen water trap assembly opens to atmosphere, as in the case of damage or breakage, there will be a loss of oxygen source and delivery into the ventilator. The ventilator will alarm due to a loss of oxygen supply and will continue to provide ventilatory support to the patient, however the loss of the oxygen source can be detrimental to a patient. Product abuse by the user may have caused or contributed to the damage of the water trap.

Manufacturer narrative:
Oxygen water trap assembly.